Event description:
It was reported that the patient had been admitted to the intensive care unit after being found unresponsive. It was also noted that the patient had presented with altered mental status. The physician did not suspect any relationship to the pump at the time of report, but the pump¿s primary drug rate was decreased from 5.297mg/day to 4.834mg/day and the secondary drug was decreased from 2.648mg/day to 2.417mg/day. It was indicated that the last change to the rate was in (B)(6) 2013 and the last pump refill had been done on (B)(6). The drugs in the pump were morphine and bupivacaine. A nurse at the hospital stated that the patient had also been taking percocet and ativan by mouth. There were no discrepancies noted in the pump logs. When the reporter saw the patient, on the day of report, she was coherent and pleasant without injury.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).